Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced occlusion at the tubing event on (B)(6) 2024. The event occurred within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries no further information available.

Manufacturer narrative:
E1: patient city:(B)(6) . Patient country: united states.